Event description:
It was reported that the patient passed away on (B)(6) 2013 due to a fall at home "not related to the pump". The pump was infusing morphine. It is unknown if the pump was explanted.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008 unknown. Catheter: model: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, unknown. (B)(4).